Event description:
The subject device was returned to olympus with a report that there was foreign material in the nozzle. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the nozzle was clogged with foreign material due to insufficient reprocessing or handling of the device. However, a definitive root cause could not be determined. In addition, service found the adhesive on the bending section cover was chipped, the coloring was cracked, the insertion tube was scratched, the scope connector side of the universal cord was scratched, and the label on the scope connector was peeled off. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.